Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed fluid inside a bag that contained the sample. The photograph suggested a leak may have occurred. The reported condition was verified. By the nature of the sample, no additional tests could be performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. This issue was identified before patient use. There was no patient involvement. No additional information is available.